Manufacturer narrative:
The field service technician replaced the power plug and returned the unit to service.

Event description:
It was reported that during a routine field service maintenance visit the service tech found burn marks on the power plug. There was no pt involvement; no adverse event was associated with the device.